Manufacturer narrative:
There was no documentation in the medical record that indicated a causal relationship between the liberty cycler/delflex solutions and the diagnosis of vomiting. The device was not returned to the MFR for physical evaluation. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.

Manufacturer narrative:
The patient's medical records were requested and had been received at the time of this report. A clinical investigation will be completed and a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was recently hospitalized due to nausea and vomiting on (B)(6) 2015. The pdrn stated the patient's hospitalization was not related to the patient's pd treatment. The pdrn did not know the admitting or final hospital diagnosis. The patient was discharged on (B)(6) 2015. The pdrn did not have the patient's discharge records.